Manufacturer narrative:
The referenced device was returned to the olympus service center. The evaluation found the old version type power switch was broken. Additionally, the external top cover and rear panel were deformed. The pip (picture-in-picture) connector was damaged. The video connector latch was worn out causing a flickering image. Also, the device's software was out of date. The device was repaired to standard specifications and returned to the customer. The device was purchased on (B)(6) 2013 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported, during preparation for use the evis exera video system center had "front panel and control issue, power button stuck". No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times that the power switch was used, exceeding the assumed value. In addition, it is likely the pip (picture in picture) connector was deformed by receiving a strong impact / external force (accidental dropping or user hitting a hard object). Regarding the power switch, it was confirmed there was a design change implemented to improve the tolerance of damage to the power switch. Devices included within this design change have been shipped since december 2013. The subject device of this report was manufactured prior to the design change (see h4).

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer and to update the following sections: b3, g4, h2, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information. The inventory coordinator further reported the event occurred on (B)(6) 2020. Additionally, there were no other devices involved in the event and no other devices were replaced during the procedure. The unspecified procedure was reportedly not completed. No further information was provided by the customer.